Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed seven and a half years remaining. The physician was expecting that the device would last longer. Boston scientific technical services (ts) reviewed data in the system and it showed that the device was using 43 microwatts at 101 percent. Additional information obtained from the field which indicated that reprogramming changes done to address the issue. As of this time, the device remains in service. No adverse patient effects reported.